Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to high blood glucose. Customer's blood glucose was 1000 mg/dl and customer was placed in the intensive care unit. Customer was not aware of not receiving insulin due to insulin going down in reservoir. It was found that customer had a bent cannula.